Manufacturer narrative:
Reliability analysis inspected 1 random opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm insertion/needle anomaly due to customer returned insertion needles separated from sensor base.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose value was 117 mg/dl. The customer's isig value was 26 units. The customer stated that the transmitter does not blink when connected to the sensor. The customer reported the sensor cannula to appear curved. The product was returned for analysis.